Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. During implantation, the impella catheter would not pass the iliac into the aorta. The medical staff considered that the cannula was kinked affecting the push ability of the impella. The decision was made to abort the process for the initial device and a new impella was utilized.

Manufacturer narrative:
Section h6: medical device problem code added. The site reported that impella cp would not pass from the iliac into the aorta within the aaa (abdominal aortic aneurysm) stent graft. Visual inspection of the returned pump revealed catheter kinks at approximately the 24cm, 31cm, 32cm, 43cm, and 45cm marks. Therefore, the cause of the reported delivery issues was determined to be multiple catheter kinks. Furthermore, the catheter likely kinked due to a pump interaction with the existing aaa stent graft. This report is being filed as part of a retrospective review of historical records.